Manufacturer narrative:
Fse removed, inspected, and cleaned the face of the valve. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that the ion selective electrode (ise) module waste of a dxc 600i was not draining and had overflowed into modular chemistry (mc) reagent compartment. The problem was discovered when patient results were suppressed due to excessive reference drift errors and reference signal noise errors and controls were out of range. Customer technical support (cts) had customer check for crimped tubing but none was found. No erroneous results were generated or reported out of the lab. Customer stated that ise modification was done on (B)(6) 2011 and that customer will review patient sample results that were reported out prior to the incident. Customer also mentioned that she was unable to retrieve the suppressed patient data results. Field service engineer (fse) was dispatched and found that ise drain overfilling was due to a clog in v1 waste drain solenoid. Fse proceeded to remove, inspect and clean valve face and verified ise draining per specifications. Calibration and qc were run without issue. Fse then performed ise performance verification procedure to verify repairs.